Manufacturer narrative:
Alarm.

Event description:
While performing pre-operational testing of the ventilator prior to preventive maintenance service, the manufacturer's service technician reported the backup alarm test failed. The service technician replaced the backup alarm to correct the finding. Extended self testing and performance verification testing was completed and passed per operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported.